Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's pump battery died while in the hospital. The customer reinserted new battery and now has a battery out limit alarm. The customer was hospitalized due to a gall bladder. While customer was hospitalized she had diabetes ketoacidosis due to the complications. The customer's blood glucose was unknown. The insulin pump is alarming at the time of call and assisted with clearing alarm. The customer ran out of insulin and she remove the insulin pump altogether because she was so ill. The customer was hospitalized due to gall bladder complications and diabetes ketoacidosis. Customer's gall bladder was removed and she was treated for diabetes ketoacidosis, now being discharged. Customer was not wearing the insulin pump at the time of hospitalization. Customer stated she has been off the pump since the night before. Customer will monitor pump.